Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 4.1; lab: 2.x. Nurse changed coumadin dosage for the pt.